Event description:
Event description guidant received information that the patient with this ventricular lead experienced loss of capture, and diaphragmatic stimulation, and therefore, a chest x-ray was performed. The attending physician, and the patient's nurse practitioner reviewed the x-ray, and no perforation was observed. Later that day, it is presumed that the lead became extracardiac, as the patient experienced cardiac tamponade and expired.